Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they went to have a procedure done and they turned the implantable neurostimulator (ins) off. The patient said they could not see so they had the healthcare provider (hcp) turn it off. When they turned the ins back on the patient was at program 2 instead of program 1 and is not sure what happened. During the report, they switched the settings back. There were no patient symptoms reported. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.